Event description:
It was reported that there was a loss of therapeutic effect. It was noted that before implantable neurostimulator (ins) replacement the patient¿s tremors were controlled. It was noted that the inss were replaced for end-of-life and surgery went great. It was noted that the new inss were placed to the same settings. It was noted that the left side was working fine however the right side was not. It was noted that the patient had tremors ¿like the patient was in ¿97 when the patient got the original.¿ it was noted that the patient could not feed, bathe or dress now. It was noted that the patient had seen the health care professional (hcp) twice since and there was no improvement. It was confirmed that the ins was on. It was noted that the patient had another appointment with the hcp on (B)(6) 2013. It was noted that the reported stated that the hcp was telling them that the reason the patient was not responding to the new ins was that the parkinson¿s disease had escalated so much now that they did not work. It was noted that the caller did not ¿buy that.¿ it was noted that cognitively the patient seemed ¿fine.¿ it was noted that the right body side the ins was in the thalamus and the left side one is in the subthalamus.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# n22928, implanted: (B)(6) 1997, product type lead; product ID 7438, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1997, product type extension; product ID 7428, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 7428, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, product type lead. (B)(4).